Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient was admitted for pain in his shoulder, neck, foot, and leg. No obvious signs of pocket infection were noted when the patient was admitted, however, the patient did test positive for an epidermal strep infection, and was given antibiotics. By day 3 of the patient's hospital stay, tenderness and pain were noted near the device pocket, and cultures had then confirmed that the pocket was infected. A temporary pacemaker was placed in the right groin. On day 4 of hospitalization, the patient was taken to the cardiac catheter lab for an electrophysiology study, and to extract the device and tree leads. The patient's crt-d and boston scientific crm right ventricular (rv) defibrillation lead were explanted without and reported complications. When the physician attempted to remove the patient's two competitive leads, both broke, leaving lead fragments in the patient. The competitive rv lead fragment was successfully extracted, but the competitive left ventricular (lv) lead fragment entered the patient's pulmonary artery. The patient then fell into pulseless electrical activity (pea), and was unable to be resuscitated. The underlying cause of death is believed to be severe ischemic cardiomyopathy.

Manufacturer narrative:
The explanted crt-d was returned to boston scientific crm. Upon receipt at our post market quality assurance laboratory, the device was subjected to and passed a series of automated diagnostic tests that verified normal device functionality commensurate with battery status. No device anomalies were noted, and final analysis concluded that the device was operating within specification. The explanted rv lead was not returned to boston scientific crm. No additional information is available at this time. This event will be updated if any additional information is received.